Event description:
It was reported that the left ventricular lead pin backed out of the header. Right ventricular and svc impedances are high. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.